Manufacturer narrative:
(B)(4). Batch # p5882k. Investigation summary ==> the analysis found that the psee60a device was received in good visual condition and with an ecr60b cartridge reload present. The cartridge was received fully fired, broken in the half and with the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the cartridge could not be removed from the jaw after the first firing. Then, the plastic part of the cartridge broke off, and the cartridge pan was left inside the jaw. The device was used on the colon. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.